Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Event description:
It was reported that the pump is alarming no disposable. Silenced, reviewed settings and closed clamp. Removed the cassette and gently tapped cassette and messaged tubing. Replaced cassette and alarm persisted. Removed the cassette again and gently tapped cassette and massaged tubing. Replaced the cassette and alarm continued. Powered pump off. They advised the patient to call clinic for further instructions. Reservoir volume 32.2.ml, given 60ml, rate 2ml/hr. Event occurred while use with patient. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.